Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and software error detected alarm. The patient¿s blood glucose level was 134 mg/dl at the time of the incident. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. The device is not expected to be returned for analysis.